Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that at 11am in 2007, her blood glucose measured 178 mg/dl and she bolused 5 units of insulin. She stated that at 12pm, her blood glucose measured 310 mg/dl and she bolused 7 units of insulin. She then ate lunch at 12:30 pm. She stated that at 3pm, her blood glucose measured 474 mg/dl and she bolused 4 units of insulin. She stated that her blood glucose measured 420 mg/dl at 5pm and she changed her infusion set and bolused 3 units of insulin. She stated that her blood glucose measured 412 mg/dl at 6pm, 408 mg/dl at 7pm, and 410 mg/dl at 8pm. She stated that she has been feeling lethargic, hungry, and thirsty. The patient's normal blood glucose range is 80-120 mg/dl. To troubleshoot the patient was advised to disconnect from her infusion tubing and to bolus. The patient was eventually able to bolus to see insulin dripping from the end of the infusion tubing. She stated she could see air in the infusion tubing. The patient was advised to change her insulin cartridge. Upon follow up, the patient stated that her blood glucose returned to normal after changing her insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.